Event description:
Device 2 of 2. Reference MFR report # 1627487-2013-00750. It was reported the patient (australia) experienced difficulty increasing the amplitude for therapy via the programmer. Reprogramming was undertaken utilizing the functioning lead contacts, and effective stimulation was captured for the patient. Follow-up on this matter found that recent x-rays reveal lead pull-out from the ipg header. Details regarding the next course of action have not been disclosed.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.